Event description:
This pt expired on (B)(6) 2012, and the coroner requests an analysis to verify correct functionality. This device was explanted during autopsy on (B)(6) 2012. Cause of death is unk at this time. The coroner will make a determination once the system has been analyzed.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the proximal shock coil. Due to the cuttings both shock coil conductors were found dissected. Damages like those occurred most likely during the explantation procedure. During further analysis, no other deviations apart from the mentioned damages were noted in summary, there was no sign of a material or manufacturing problem.